Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed the deployed clip detached from the posterior leaflet, and remained attached to the anterior leaflet, which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a posterior leaflet prolapse and flail. The clip delivery system (cds) was advanced to the mitral valve leaflets, and the clip was deployed. The mr was reduced to 3-4; however, after deployment, the mr returned to 4+. It was found that the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip and reduce the mr to 1+. The physician believes that the challenging posterior leaflet anatomy contributed to the slda. There was no clinically significant delay in the procedure and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology due to the prolapsed and flailing posterior mitral leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.